Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure, the exact date is unknown however, it was approximately six months prior to (B)(6), 2010. According to the complainant, during the procedure, the physician noticed that one side of the internal bumper, from the initially placed device, was missing. The device fragment was not retrieved and it is unknown if the fragment was excreted by the patient. The boston scientific country representative stated the doctor was not concerned with the unreprieved device fragment. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received: an internal bumper device fragment was returned.

Event description:
Reporter alleged obtaining a result of 162 mg/dl on the aviva system compared back to back with a result of 92 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that she was given a cup of chicken broth just prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.